Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on (B)(6) 2015. The complaint of intermittent out of range was confirmed. A root cause could not be determined.